Event description:
According to the initial reporter, the device was inserted in a 20in sheath and got stuck and when trying to remove it out of the patient it also got stuck in the stent of the existing graph that was inside of the patient and it separated the stent on the inside of the patient of the existing graph this device came out completely. This was the device that caused the other graph to separate. Patient outcome: the patient had to have additional procedure. 3 gore cuffs were used to reline distal segment of the alpha that separated. The patient was okay.